Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: crease fold and opening on anterior. Leak test and microscopic analysis were performed which identified: crease sharp opening on anterior, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: crease sharp opening on anterior assessed as fold flaw opening."